Manufacturer narrative:
The pump passed displacement test and active current test. Unit failed sleep current test. High sleep current isolated to pcba 1. Power error detected alarm due to j6 connector resistance issue. Low battery alert less than 1 week not confirmed.

Event description:
The customer reported via phone call that their pump was alarming low battery less than one week after inserting a new battery. The customer's blood glucose at the time of the call was 76 mg/dl. Troubleshooting was completed however it did not resolve the alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect. For the correct date see this report.